Manufacturer narrative:
(B)(4). The insulin pump was received a with cracked/bleeding lcd glass screen and loose drive support disk. The pump was unable to perform the functioning tests because of the damaged lcd screen. Motor test passed. The device had a minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, stained address/serial number label and stained end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had a recurring motor error alarm. Blood glucose level at the time of the incident was 170 mg/dl. The customer stated that the insulin pump was not exposed to high magnetic fields and the drive support cap appears normal. Customer completed troubleshooting and was able to rewind the device. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.